Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited early eri. The device was explanted and returned to cpi for analysis. The ventricular rate sense portion of the lead was capped and replaced for compatibility reasons. There is no complaint against the lead.